Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a scratched screen. The screen was not readable. The customer's blood glucose level was 213 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a partial display with horizontal black lines due to cracked lcd glass. Unable to perform the self-test, sleep current measurement, active current measurement, and displacement test due to cracked lcd glass. The insulin pump was also received with scratched case, cracked retainer, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.